Event description:
The customer reported that the unit will not power up. No patient was involved.

Manufacturer narrative:
(B) (4). The ge service rep verified the problem by trying to turn on the unit, but it didn't turn on. The power light was on at the power plug, but when the switch was on, no power went to the workstation. He replaced the surge suppressor board and tested the unit. The system turned on with no issues. He rebooted the system several times and it is working as intended.